Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving no delivery alarms during basal and bolus at the last 20u left in reservoir. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed for no delivery alarm. Customer stated that this was a past event. After no delivery occurred, customer disconnected from insulin pump and reverted to manual injection. Customer discarded products and was not able to return products. Caller was advised that products would be replaced. Customer declined troubleshooting for high blood glucose.